Manufacturer narrative:
Zimvie received one (1) tsx47b8, tsx implant, 4.7mmd, 8mml for evaluation. Visual evaluation was performed. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. Teeha353 returned with no malfunctions and contribute to the event. DHR review was completed for the subject lot number 1278138. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1278138 for similar events and no other complaints was identified. Review completed utilizing keywords: ¿dental : medical : perforated sinus¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz rev 12, the most likely root cause determined from the investigation was likely user caused. Therefore, based on the available information, a device malfunction did not occur. The implant had signs of use. No damage identified or signs of malfunction that would contribute to the event. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that implant was removed due to sinus perforation. Five months integration time, no primary stability. Oroantral communication. Tooth 14. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. E1: last name unknown / not provided.